Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of are black and blue, bump, swelling, pus, cyst, inflammation, life altering, horrendous thing, hard, feels like marbles, and blood and pus ooze are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: intended use/indications ¿ juvéderm voluma® xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21. Warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions ¿ in order to minimize the risks of potential complications, this product should only be used by health care practitioners who have appropriate training, experience, and who are knowledgeable about the anatomy at and around the site of injection. ¿ the safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies. ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. ¿ juvéderm voluma® xc should only be used by health care professionals who have appropriate experience and who are knowledgeable about the anatomy and the product for use in deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Patient reported they were injected with three syringes of juvéderm voluma® xc in the chin. Immediately they experienced really bad black and blue at the injection sites and it looked like someone had hit them. Around 8 days later patient experienced a little bump on the side at the smile lines and then the injection site swelled and filled up with pus and the bump became the size of a plum. Patient stated that it is a horrendous, gigantic cyst and the injection site is constantly inflaming, swelling, then breaks down, and then the symptoms start again. Patient stated their lip and cheek were so swollen they could hardly fit a toothbrush, they have blood and pus ooze, and the skin breaks at any time. Patient stated that it is a life altering, horrendous thing. Patient went to an emergency room and the physician would not touch the area and stated that the patient needed to see a plastic surgeon or dermatologist. Patient saw several physicians (one a week). One physician prescribed prednisone, another told the patient it looks like a cyst that needs to be cut out, and another stated that the cyst is hard, under the skin, and feels like marbles. Patient also saw an infectious disease physician and is seeing a therapist. Patient has been prescribed a pred pack, keflex, clindamycin, metronidazole, clarithromycin 500 mg twice a day, ciprofloxacin 500 mg twice a day, and hyaluronidase. Biopsies were done to test for staph and bacterium and patient has stitches where the biopsy was performed. Biopsies came back negative but the physicians are treating for infection because they do not know what the issue is. Symptoms are ongoing. Patient stated that the injector is not seasoned and that they feel it was the technique that caused the issues. Patient also stated that three of the treating physicians stated that they never would have injected the juvéderm voluma® xc in the chin and would not have used that much.

Manufacturer narrative:
The events of infection and "skin breaks at any time" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. As with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed.

Event description:
Healthcare professional additionally reported that "the pt developed the current infectious process following facial injections" and also "skin breaks at any time."